Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found optic broken and haptic torn/broken to the lens. Unable to perform refractive inspection due to significant lens damage. Claim #(B)(4).

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -9.5 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a same length/ different model lens due to refractive surprise. The problem was resolved. The cause of the event was reported as unknown.